Event description:
It was reported that the internal neurostimulator battery may have prematurely depleted. High impedances were also reported. Additional info has been requested from the hcp, but was not available as of the date of this report.